Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (b)(4,) description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description:infinion splitter 2x8 kit (30 cm). Model #: sc-1132, serial #: (B)(4), description:precision spectra implantable pulse generator.

Event description:
A report was received that the patient's lead was not working. It was noted that a fracture at the patient's splitter and a plug in issue of the ipg was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's lead was not working. It was noted that a fracture at the patient's splitter and a plug in issue of the ipg was suspected.